Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 24-apr-2026, a notification was received via email indicating that information had been obtained from a clinical study (knotless implants as an alternative for capsular closure in primary hip arthroscopy: a prospective, multi-center study; (B)(4). The patient reported persistent groin pain on (B)(6) 2025, particularly after prolonged sitting, when standing. On (B)(6) 2025, a left hip psoas injection (lidocaine, bupivacaine, and kenalog) was administered. On (B)(6) 2026, the patient reported worsening left hip pain described as superficial, burning, and stabbing, despite physical therapy, a normal MRI, and only transient relief from the prior injection.